Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6) , batch: 19099923. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6) , batch: 7071235/7071241.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the leads were explanted. The explanted leads were discarded by the medical facility.